Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: sixty-four (64) samples and six (6) photos were returned from the customer for investigation. The returned samples were visually analyzed using unaided vision. There is a pair of small parallel scratches in the barrel at approximately the 20 ml gradient location and another small single scratch at approximately the 6 ml gradient location on all the barrels. Additionally, six (6) photos were also provided by the customer for investigation. One (1) photo shows the returned samples in a clear bag. The second (2nd) photo shows the syringe lined up in groups of five (5) on a table with one (1) empty blister pack. Three (3) of the other photos show the two (2) area of damage on the syringe barrels. The last photo shows the top web of a blister pack which provides the product information and the lot number. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples and photos provided. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of barrel / flange damaged for lot #8360941 item #302830. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the damage to the barrels it appears that the barrels were struck by a hard object at approximately the 20ml and 6ml gradient lines. This impact caused the scratches in the barrels. Rationale: bd acknowledges that the returned samples have scratches in the barrels. As the scratches do no extend through the barrel wall they are cosmetic in nature and would not affect the function of the barrel. There is not a specification for cosmetic damage listed in customer specification # (B)(4). Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that 64 bd syringes with the luer-lok¿ tip were found damaged before use. The following information was provided by the initial reporter: "the syringe was damaged."